Event description:
The spouse of a home pt reported finding 2 minicaps which appeared to not have any povidone-iodine in the cap. According to the spouse, there was no pt use, no pt injury, no medical intervention and both samples were discarded.